Manufacturer narrative:
Correction provided in h6.

Event description:
A nurse reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed down the header cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 270 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Event description:
A nurse reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed down the header cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 270 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction provided in h10. Plant investigation: a photo provided shows a dialyzer connected to the machine where there appears to be blood on the outside of the fibers within the bell housing. There was no visible cause noted for the internal blood leak. During the lot history review it was noted that there was one other compliant reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non acceptance or deviation in the manufacturing process related to the complaint event. This includes non conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed with provided photo. The probable cause for this failure to occur was not conclusively determined as there are multiple potential causes for an internal blood leak. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined and the actual sample product was not returned for evaluation/testing. A review of the production records found that there was no excursion related to internal leaks and there were no associated non-conformances.

Event description:
A nurse reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed down the header cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 270 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed down the header cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 270 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a photo provided shows a dialyzer connected to the machine where there appears to be blood on the outside of the fibers within the bell housing. There was no visible cause noted for the internal blood leak. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other compliant reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non acceptance or deviation in the manufacturing process related to the complaint event. This includes non conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed with provided photo. The probable cause for this failure to occur was not conclusively determined as there are multiple potential causes for an internal blood leak. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined and the actual sample product was not returned for evaluation/testing. A review of the production records found that there was no excursion related to internal leaks and there were no associated non-conformances.